Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion and blood loss occurred. During a left atrial appendage occlusion (laao) procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. Prior to the procedure, a 2mm baseline pericardial effusion was identified. The patient was administered heparin prior to the transseptal puncture (tsp), the activated clotting time (act) was 404. Difficulty was experienced performing the tsp due to patient anatomy and enlarged atria. Device was pulled out several times to adjust the curve shape and once tenting was confirmed, tsp was completed. There was difficulty visualizing the radio frequency (rf) wire in the laa following the tsp. The baseline effusion increased in size to 3mm around right atrium and a pericardiocentesis was performed. Approximately on liter of blood was removed and two units of blood were transfused. The watchman device was implanted successfully. Angiography and transthoracic echocardiogram revealed the pericardial effusion was stable. The patient remained stable and the procedure was successfully completed. The patient was admitted overnight for monitoring and is expected to fully recover. The device is not expected to be returned for analysis. It was further confirmed that there were multiple attempts required to track up / drop down into position on septum. Both versacross dilator and watchman sheath were being pulled out to re-shape curve to make one tsp system. No issues noted with the dilator. After the complication, the physician stated that the rf wire was not acting like a normal curly rf wire. It was the rf wire with difficult visualization. The rf wire was tenting around 3-5mm for the successful cross. They attempted using rf at least once prior to crossing accurately, however it never got a proper tent on the septum until the last attempt that successfully went through. There was a potential reason to believe the rf wire did malfunction causing the effusion.